Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent a hip surgery. During the surgery, the helical blade coupling screw would not fully thread into the helical blade inserter for proper connection with the helical blade implant. The surgeon manually advanced the coupling screw through the inserter, just enough to engage the helical blade, and inserted into femoral neck and head. The procedure was completed successfully with no surgical delay. Patient status was stable. Concomitant device: helical blade (part unknown, lot unknown, quantity 1) . This report is for one (1) helical blade coupling screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part number: 03.037.024, synthes lot number: t151842, release to warehouse date: 15-jan-2018, manufacture site: tuttlingen, part expiration date: n/a, list of nonconformance¿s: n/a. A review of the device history records showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. No ncrs were generated during the production of this device. Review of the device history record of tuttlingen showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. H3, h6: a product investigation was conducted. Visual inspection: the helical blade inserter (part # 03.037.024, lot # t151842, mfg 15-jan-2018) was received at us cq along with the helical blade/screw coupling screw. Helical blade inserter shows minimal signs of wear. Functional test: a functional test was performed. The helical blade/screw coupling screw was inserted into the helical blade inserter and screws in however the rest of the screw coupling screw would not fit all the way into the inserter. This is consistent with the reported complaint condition and the complaint was able to be replicated. Therefore, the complaint is confirmed. After repeated tries, us cq was able to screw in the coupling screw into the inserter and have it go all the way down still with some resistance. Dimensional inspection: dimensional analysis was completed, the inner diameter of the proximal shaft measured and is within specification based on relevant drawing. Dimensional analysis was completed on the helical blade/ screw coupling screw, the diameter of the inserter proximal to the head measured and is within specification based on relevant drawing. A 12.29 mm gauge pin (gp32) can fit into the inserter. Therefore, there may only be a 1 mm difference between the outer diameter of the coupling screw and the space given for the coupling screw to be inserted. The drawing for the inserter shows that there is a tab that protrudes into the inner diameter of the inserter however this measurement is not specified in the drawing. Document/specification review: the relevant drawing(s) was reviewed; unrelated to the complaint the returned device was found to be missing the alignment indicator epoxy. The missing epoxy was investigated under corrective and preventative action and does not require any additional investigation in this complaint investigation. Conclusion: the complaint condition is confirmed as the screw coupling screw would fit all the way into the helical blade inserter (part # 03.037.024, lot # t151842) but with some resistance. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.